Event description:
A cartridge alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. The caller was advised by technical support to load a second, new cartridge.